Event description:
It was reported that the patient arrived to the hospital on (B)(6) 2022 at 12:34 with complaints of one day sudden onset of headache. The headache was associated with presyncopal episode at rest, did not cause the patient to hit their head. Computed tomography of the head (cth) was negative for abnormal cranial abnormality and the headache was treated with 975mg of tylenol (acetaminophen) . The patient has been taking all their medications but admitted to missing warfarin 1 day. Differential diagnosis included subarachnoid hemorrhage (sah), electrolyte abnormality, and dysrhythmia. Electrolytes were within normal limits, there was no leukocytosis, or signs of infection. Their implantable cardioverter defibrillator (manufactured by medtronic) was interrogated and revealed multiple episodes of ventricular tachycardia (vt) in the past several weeks with the most recent one at 01:00 that lasted fir 56 seconds. Although the patient stated that the symptoms of presyncope and tingling in the hands and feet started at 10:00 and had not had any symptoms overnight. As the patient was in normal sinus rhythm during the course, no treatment was performed for the arrhythmia. The patient has a history of non-sustained vt which was first noted on (B)(6) 2020 and the arrhythmia in this event was not thought to be lvad related. The patient was discharged 6 hours later and was asked to follow up with electrophysiologist within 2-3 weeks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia and headaches with presyncope could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.